Event description:
The customer indicated that a pt went into ventricular standstill for 10 seconds and the central did not alarm.

Manufacturer narrative:
(B)(4). The customer indicated that a pt went into ventricular standstill for 10 seconds and the central did not alarm. The pt was profoundly bradycardic after this event and required a pacemaker which we will consider to represent a serious injury. The customer has indicated that they believe the device was a factor in this event. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.